Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps during testing. The device's sensor printed circuit assembly was replaced to address the issue. Additional findings not related to the malfunction/issue include dirt confirmed to the following components, necessitating their replacement: the flow assembly and tubing.